Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for evaluation after previous repair. There was no harm or injury reported. This device was returned previously in april 2025 for the same issue and the oxygen blending module was replaced at that time. During the evaluation, service required alarm conditions indicating a failure of the oxygen blending module and a failure to communicate with the oxygen blending module were observed again. The device's oxygen blending module needs to be replaced to address the issue. During final testing the device failed a control pressure, monitor pressure and pproximal pressure verification test steps. The device was recalibrated to address the issues. The device's oxygen blending module was replaced per previous issue. The device was tested and passed all final testing.

Event description:
A ventilator was returned to a third-party service center for evaluation after previous repair. There was no harm or injury reported. This device was returned previously in april 2025 for the same issue and the oxygen blending module was replaced at that time. During the evaluation, service required alarm conditions indicating a failure of the oxygen blending module and a failure to communicate with the oxygen blending module were observed again. The device's oxygen blending module needs to be replaced to address the issue. Additionally, not related to the reportable issue, the device's rubber feet were missing and need replaced. The device's pollen filter and preventive maintenance label will be replaced per preventive maintenance protocol. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.